Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) was not giving any differential results. Customer reported that the lh 750 leaked a small amount of fluid. Customer reported that they were unable to locate the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found there was a vls (vent-line sensing) diluent error and there was an error message stating that the retic laser offset voltage was too high. The fse found quick disconnect (qd)7 was loose and leaking and feed thru fitting (ff)156 vent was shooting out clenz. The fse found the clearing reagent was also leaking from tubing that had been disconnected. The fse found stain in the differential sample line. The fse found j20 was shorted out from the reagents that leaked onto the bottom of the instrument. The fse secured qd7, dried j20 and repaired the clearing reagent tubing. The fse also took apart and cleaned all three shear valves. The fse ran latron, quality control, and reproducibility. All tests ran by the fse passed. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).